Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit had display screen helium remaining icon incorrectly displayed. The remaining helium being 1148 psig, the message "helium remaining low" was displayed. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.